Event description:
Through use of complete moisture plus contact solution, have experienced blurred vision and runny eyes. This has continued for several months, but thought it had to do with the contacts and not the contact solution until the recall was recently made. I have discontinued use and started a new product and have no side effects as listed above. Dates of use: 2005to 2007. Diagnosis or reason for use: contact lens wearer.